Manufacturer narrative:
The blood leakage is described in warnings of the instructions for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-s with a new primed dialyzer". Due to our judgement of analysis, we consider this incident of blood leak from the arterial header is an incident which might cause serious adverse event even though any adverse event and the detail information is not reported in this case. We decided to submit this initial report, but the cause of the incident, at this moment, is unknown partly since we are still trying to collect more information. However we investigated manufacturing and quality control records based on the lot number, and no potential for malfunction was found. No similar event has been reported with this lot number globally. We have received the complaint sample whose analysis is now being performed. We are going to prepare a final report to be sent FDA as soon as we get the result of analysis.

Event description:
On (B)(6) 2018, the patient was given the treatment with hemodialysis (hd) using rexeed-25s. A staff observed blood leak at the arterial header of the dialyzer after 1 and half hours of the treatment started. The dialyzer was changed to the new one with the same lot number, and treatment was completed with no problem. According to the nurse, the blood was not returned because of the leak and blood clot. The patient's blood approximately 250 ml was lost. There was no medical intervention conducted as patient's condition was stable.

Manufacturer narrative:
Out of 9 submitting reports to FDA, MFR report #: 8010002-2018-00030, 8010002-2018-00050, 8010002-2018-00060, 8010002-2018-00070, 8010002-2018-00080, 8010002-2018-000100, 8010002-2018-00110, 8010002-2018-00130, and 8010002-2018-00165, 2 actual complaint samples were returned to be analyzed, MFR report #:8010002-2018-00050 and 8010002-2018-00165. The result of inflicting air pressure on the actual collected product, air leakage was detected between the arterial header and housing portion of defect welding parts. We decided that the incident of blood leakage was caused by this defect of welding. Also, we investigated the manufacturing and quality control records of complaint products based on all lot numbers. According to the investigations, no potential for malfunction was found. To reconfirm if the products meet product standard, air pressure test was conducted on the same products which were manufactured the same line as complaint products and the header leakage did not occur even though pressure of 100 kpa was applied. Therefore, we judged that pressure capacity of the products is guaranteed as well as products are within the range of product standard. The incidents of these header leakage occurred at the 4 facilities and 7 out of 9 incidents were reported from the same 2 facilities, 5 incidents from (B)(6) and 2 incidents from (B)(6) health system dialysis in u.s.